Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the temperature reading was blank on the cardioplegia (cpg) monitor. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr). During laboratory analysis, the complaint effects were not able to be duplicated. With temperature probes inserted, the cardioplegia monitor was bench tested, cold soaked, heat soaked, and allowed to run for 48 hours. The board was mechanically agitated during testing. At no point did the temperature readings appear to go out. No additional action will be taken at this time.

Manufacturer narrative:
Per the user facility's biomedical engineer (biomed), there were dashes on the display. The fsr replaced the cpg monitor temperature/pressure printed circuit board assembly (pcba) to resolve the display issue. The fsr checked the monitor's operation. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.